Event description:
It has been reported to philips that the system did not fully boot. The customer rebooted the system several times before it booted up completely. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. Philips field service engineer (fse) visited onsite and confirmed that the host pc's hard drives wouldn't turn on. Fse restarted the system several times which resolved the issue. Later, the issue reoccurred where the host pc was replaced. After that, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the host pc had a start up error. Upon further inspection, fse identified that the hard drives weren't receiving any power. Fse booted the system several times to resolve the issue. After that, the system was returned to use in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.